Manufacturer narrative:
It was reported that the shoulder pack¿s strap, was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. The reported event could not be confirmed because the device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps can be attributed, but not limited to wear and/or due to the handling of the pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the strap of the patient's shoulder bag was broken. The patient used a different strap to support the bag until replacement shoulder bag was received. There was no reported patient consequence associated with this event. No further information has been provided.